Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be performed. The complaint reported could not be confirmed. A device history record (DHR) review was completed for lot# 17c159162. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective and preventative action (CAPA) to optimize the autobander process and prevent recurrence of the reported condition. The corrective actions were implemented after the manufacture date of the reported lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/23/2017 an investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that gauze sponge 4x8 12 ply x-ray 10's only came with 8.